Event description:
Patient presented to the physician with an infection at the chest incision site. Physician brought the patient into the or, and upon opening the chest pocket, pus was observed. Physician irrigated the pocket with antibiotic solution and noted inflammation and swelling of the surrounding tissue. Physician created a new pocket, repositioned the ipg, sutured, and closed. Postoperative antibiotics were prescribed after the procedure was completed.